Event description:
It was reported that during an unknown procedure, the surgeon fired a cdh29 and the product did not properly fire all of the staples. As a result, multiple staples were not properly fired nor were they in the correct position. The surgeon caught the misfire and ultimately hand sewed the anastamosis without any further pt consequence.